Event description:
It was reported that during implant procedure of left ventricular (lv) lead, no abnormity noticed during inspection prior to use. The lv dislodged while slitting the sheath. After repeated attempts, the lv was finally fixed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.